Manufacturer narrative:
Concomitant: clearlink system baxter; secondary medication set with duo-vent spike 2h7462, therapy date (B)(6) 2018. A picture was received, no product will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient had received a medication bolus at 10:00 a.m. And the primary infusion of d5 1l with approximately 900mls in volume, was programmed to infuse at a rate of 125ml/hour when the nurse noted that the d5 was infusing rapidly through the drip chamber. The d5 was hung as a primary infusion, however, the extended hanger was folded so that both hooks were hung onto the pole. The nurse immediately used the roller clamp and notified the manager. The nurse did not change the IV bag, lines or open the module doors that could have contributed to the event. There was no harm to the patient.

Manufacturer narrative:
The photo received showed only bags with tubing hanging; no investigation is possible from the photo alone.

Event description:
Received a copy of the customer's medsun report from FDA, which states ¿d5 was infusing on primary tubing through an alaris 8100 pump. A secondary line of lr was attached from a bolus earlier in the day (about 10:00 am). The roller clamp to the secondary tubing was open. Within 10 minutes of changing the primary infusion bag at approximately 16:00, the rn noted an increased drip rate in the drip chamber that seemed in excess of the programmed 125mls/hr. The rn immediately utilized the roller clamp on the primary tubing and removed the alaris pump from service. The primary bag was hung on the secondary extender, which was folded in half, so that both hooks were attached to the IV pole."